Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. The reported event is confirmed by review of actual device received. Visual inspection found signs of repeated use (nicks or gouges). The tibial articular surface provisional (tasp) is fractured on lateral side of post, all pieces were returned. Review of the device history record (DHR) found no deviations or anomalies. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in zrm_wa_0496_18. The zrm identified that the common failure modes for the tasp devices include either bending overloard or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Root cause was determined to be operational context as the part was fractured when it was dropped in sterile processing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this event.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was dropped in sterile processing causing it to fracture. There was no patient or procedure involvement or consequence.